Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the ten infusion set cannula was kinked and patient faces symptoms within 3 or more hours after insertion. The site of insertion is abdomen, upper buttocks & thigh and infusion set is long for 12 hours. The blood glucose level was 300 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 7 of 10.